Event description:
It was reported that during a routine follow-up appointment, this device exhibited a low, out-of-range shock impedance measurement (0 ohms) when standing. All other right ventricular (rv) lead measurements were stable and in-range. Technical services (ts) was contacted and strongly recommended thorough rv lead integrity testing to ensure proper tachycardia therapy. It was stated that the physician was unlikely to perform surgical intervention due to the patient's elevated infection risk. At this time, the device remains implanted and in-service. It is unknown if the rv lead is boston scientific product. The patient was stable with no adverse effects.